Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) on a 840 ventilator due to erratic display, and the covidien service engineer installed the latest version of the operational software. The ventilator was not in use on a patient at the time the malfunction occurred. The unit passed all testing and operated within the manufacturing specifications.